Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker was pacing at maximum sensing rate (msr) of 130 beats per minute (bpm) when laying down. The maximum sensing rate (msr) was lowered to 100 beats per minute (bpm) and the patient was then discharged. Boston scientific technical services (ts) discussed that this was likely due to an interaction with external hospital monitoring equipment. Additional information obtained from the field which indicated that the field representative does not know why the patient was admitted. The device remains in service. No adverse patient effects reported.